Manufacturer narrative:
Device evaluated by manufacturer: synergy ous mr 3.0 x 38mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the first proximal strut was lifted on one side and pulled in a distal direction, remaining struts showed no sign of damage. It is likely the crimped stent may have encountered resistance & subsequent damage during withdrawal attempts through the guide catheter. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found hypotube kinks along the catheter shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found a midshaft kink 3.5cm from hypobond/midshaft bond of the shaft polymer extrusion profile. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and non-calcified right coronary artery. A 3.00mmx38mm synergy¿ drug-eluting stent was advanced; however the stent failed to cross the lesion. The device was removed and pre-dilation was performed. When the stent was attempted to be delivered into the guiding catheter, the proximal edge of the stent strut was found to be lifted. The procedure was completed with a different device. No patient complications were reported and the patients status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been returned for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and non-calcified right coronary artery. A 3.00mmx38mm synergy drug-eluting stent was advanced; however the stent failed to cross the lesion. The device was removed and pre-dilation was performed. When the stent was attempted to be delivered into the guiding catheter, the proximal edge of the stent strut was found to be lifted. The procedure was completed with a different device. No patient complications were reported and the patients status was good.